Event description:
A report was received that during a lead revision due to migration the entire system as explanted due to infection. The physician found necrotic tissue and small amounts of pus in the pocket site. The patient was referred to an infectious disease physician for treatment.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2138-70, (B)(6) & (B)(4), description: scs 70cm iii lead the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician determined the infection was not device related but due to a non device related spinal fusion procedure. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Event description:
A report was received that during a lead revision due to migration the entire system as explanted due to infection. The physician found necrotic tissue and small amounts of pus in the pocket site. The patient was referred to an infectious disease physician for treatment.